Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient had the pump for rsd (reflex sympathetic dystrophy). The patient reported that her pump was alarming, and it started about a week and a half ago. She described the critical pump alarm stating that it sounded like an ambulance. She stated that she had missed a pump refill appointment because she couldn¿t get a ride to the appointment and she needed the ride because she had cataracts. She was wondering if she couldn¿t get in for a pump refill if this meant that she couldn¿t have future refills. Per the patient, since she had missed the refill appointment her current hcp (healthcare professional) did not want to refill the pump and wanted to turn it off instead. She wanted to continue to have the pump refilled and requested physician listings.